Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05260. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. As part of the investigation, olympus followed up with the user facility to obtain additional information but no additional information was provided. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on similar complaints, the potential root cause has been determined to be due to the video connector contacts of the video connector receiver became damaged/worn out and contact failure has occurred due to repeated use for a long period of time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The asset (loaner) visera elite video system unit was returned for a standard evaluation. The unit was tested and inspected; the video connector contact pins were found bent. There were no other defects noted as all other functions were within specifications. A review of the service records indicated the asset unit was last serviced/inspected on may 2, 2020; there were no problems found. The unit was repaired and returned to inventory. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center became aware that during service inspection, the visera elite video system center's video connector contact pins were found bent. There was no patient involvement reported.